Manufacturer narrative:
Per the reporter, the device was discarded. The device history record review, did not confirm any non-conformities or anomalies related to the reported event. The risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
Per the reporter, the device was discarded. Investigation of this event is in progress.

Event description:
The surgeon reported that after an intraocular lens (iol) was implanted, a scratch mark was noticed on the center of the lens. The iol was removed intraoperatively and replaced with another lens of the same model and diopter. The incision was not enlarged, however sutures were required. There was no patient impact or injury and the patient's current prognosis is "vision recovered". Per the surgeon, the likely cause of the damage was due to the plunger overriding the iol optic during iol preparation.